Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into surgery to drain aliter of fluid and also was in atrial fibrillation (af). Moreover, during the recent check, the patient was having a heart rate of 300 beats per minute (bpm) and was not feeling well. Additional information obtained from the field which indicated that upon interrogation, the field representative noted that there were episodes of appropriate atrial tachy response (atr) mode switch totaling a burden of .9 hours on one day in clinic. The patient was scheduled to see clinic again and there were no new episodes since then. The device remains in service. No additional adverse patient effects were reported.